Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, unit passed the final test. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was 0 error code found. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device info has been updated, correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, g, h has been updated or corrected.